Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
During an interstim implant procedure, the lead would not connect properly with the ipg. The patient was implanted and after the incision was closed the impedance values were all at 4000. The incision was reopened and visual inspection confirmed that the lead was not being held when the set screw was as tight as it could get. The torque wrench was used and it clicked before the lead was tight. The physician replaced the ipg. No symptoms were reported. The pt recovered without sequelae.